Event description:
It was reported that moisture in the reservoir compartment was noticed when the change of the infusion set was completed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-88574. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-88573.